Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an increase of backup battery usage count was confirmed via analysis of the submitted controller periodic log file. The log file contained approximately 10.5 days of data (B)(6) 2023 per the timestamp). The system controller backup battery usage count was observed to have increased from 8 to 9 on (B)(6) 2023 at 10:27:23; these events indicate that a loss of external power occurred on (B)(6) 2023 between 9:27:24 and 10:27:23. The loss of external power resulted in the backup battery activating to support the system each time. No other increases of backup battery usage count were observed in the submitted log file. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery usage count increased and the initial conditions that caused the usage count to increase cannot be conclusively determined from this log file. There were no other notable events throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that at least one of the backup battery use count increased due to the patient tripping and pulling the mobile power unit (mpu) ac power cord from the wall. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation; however, no response was received. It was also reported that the family of the patient was educated after identifying the causes for the backup battery use count increases. Device history records of the mpu could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. This section explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient log files showed backup battery was used nine times. Education and planning was done with patient's family. The patient reported only two known causes of the nine uses. One was when the patient tripped and pulled the mpu cord out of the wall.